Manufacturer narrative:
Implant date was unintendedly reported in the initial report. The device was not implanted

Event description:
Additional information received clarified the device was not implanted due to the adverse event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during the hf sensor implant procedure the patient experienced pulmonary hypertension and hemoptysis. High flow oxygen therapy was applied. Diagnostics were requested and the blood pressure was maintained. Also, chest x-rays taken revealed possible pulmonary hemorrhage. The patient was intravenously treated with tranexamic acid 500 mg and vitamin k. Reportedly, the issue resolved and the patient has recovered. The patient is a clinical study patient and the issue is not related to the device but to the procedure.